Manufacturer narrative:
This initial report is based solely on the receipt of a maude report. Has been updated to reflect that report. Maude database report number: mw5105062. User facility: unknown. User facility name/address: unknown. Contact person: unknown. Phone number: unknown. Date user facility became aware of the event: (B)(6) 2021. Type of report: unknown. Date of this report: (B)(6) 2021. Approximate age of device: unknown. Location where event occurred: unknown. Report sent to manufacturer: unknown. Manufacturer name and address MFR. Name: medtronic,(B)(4). Additional products: brand name: heartware ventricular assist system ¿ controller, model #: unk / catalog #: unk / expiration date: unk / serial #: unk UDI #: asku. Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: unk / catalog #: unk / expiration date: unk / serial #: unk UDI #: asku. Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard a controller alarm which indicated to change their battery. The patient changed the battery, but the alarm didn't resolve. The other battery was changed as well, and the patient noticed that the alarm was different and high priority. The patient went to the emergency department (ed) with the controller alarming ventricular assist device (vad) stopped. The vad had been off for approximately 30 minutes and the patient was still awake and alert. The controller was exchanged, the vad was restarted, and the alarms were silenced. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion product event summary: the ventricular assist device (vad) and one (1) controller and one (1) battery with unknown serial numbers were not returned for evaluation. Review of log files was not performed since log files were not available for analysis. There is insufficient information related to the reported event. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported "controller alarm to change battery" event can be attributed to, but not limited to a communication errors, momentary disconnections, and/or battery malfunctions. A possible root cause of the reported "high priority" alarm can be attributed, but not limited to a controller malfunction, a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Possible causes of the vad stop may be attributed to multiple factors including but not limited to driveline disconnection, controller failure, or pump failure. Additional products: controller. (B)(4). Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.